Event description:
The sales associate reported an explant due to allergic reaction was performed on (B)(6), 2014.

Manufacturer narrative:
The sales associate stated the patient was believed to have a metal allergy and therefore the device was explanted. The package insert distributed with this device states "foreign body or allergic reaction to implant components" are possible adverse effects. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of four for the same event.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The returned implants were visually evaluated and there were no visible signs of damage or mechanical failure. Based on the data available through the review and investigation of this file, the most likely underlying cause of the revision is the patient's condition as the evaluation of the returned implants found no mechanical damage and the surgeon indicated the patient experienced an allergic reaction. File two of four for the same event.